Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical records review: the patient with history of a large pelvic mass with bleeding causing compression of the venous system resulting in deep vein thrombosis was scheduled for inferior vena cava filter placement. The right internal jugular vein was accessed and an inferior vena cavogram was performed which demonstrated a patent but compressed cava. The filter was deployed in an infrarenal location. Following filter placement, the patient underwent an exploratory laparotomy with total abdominal hysterectomy, removal of bilateral tubes, lysis of adhesions and an appendectomy. There were no complications. The patient was discharged from the hospital approximately sixteen days post filter deployment with plan to remove the filter when anticoagulation is completed in approximately three months. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records for evidence of tilting. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 10/2015, manufactured 12/2012. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.